Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the screw on the battery was worn out. Customer's blood glucose was around 400 mg/dl. Customer's mother was unable to troubleshoot due to the device was not present during time of call and the cap was able to be removed and installed. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.